Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous low blood glucose levels. The customer declined to provide additional information and declined to troubleshoot with tandem technical support.